Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/11/2024. An investigation was conducted on (B)(6) 2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. One of the connector ends of the cable was observed to be detached from the cable. No other visual defects were observed. A visual inspection was conducted on (B)(6) 2024. Signs of clinical use and no evidence of blood was observed. One of the connector ends of the cable was observed to be detached from the cable. The other connector end was observed to be intact. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "break" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A serial number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable not working when connected and has come apart. A new device was used after a slight delay. There was no patient harm.